Event description:
A homecare pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 105 ml/hr. For the first 2 hrs, the device functioned well. After that, 790 ml were delivered in less than 1 hr. The pt had diarrhea and an increased heart rate following the event. There was no illness, injury or medical interventions resulting from the event. One pt involved.